Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-shaped, irregular, legs straight)? Irregular. Did the patient require any intervention related to the blood loss? No.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify: the device got stuck. Did the device fire? Was the firing complete? Was the device difficult to remove from the patient? If so: how was the device removed from the tissue? Was there any damage to the tissue? If so: how was the tissue damage repaired? Device got stuck means when the surgeon started firing then there were some staples out and it did not cut so somehow they managed to take it out and used new gun to complete the procedure. Yes device was fired completely. Yes the firing was complete. No it was not difficult to remove the device as it did not cut the tissue. The following information was requested, but unavailable: what was the appearance of the deployed staples (b-shaped, irregular, legs straight)? Did the patient require any intervention related to the blood loss? If yes, please explain. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoids, as the surgeon fired, the stapler got stuck. As per surgeon/staff, there was extra blood loss around five milliliters, and the procedure was delayed by fifteen minutes. A different device was used to complete the procedure.